Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was experiencing noise on the right atrial (ra) transvenous lead and had pacing impedances greater than 3000 ohms along with no atrial capture. It was suspected that the lead was fractured; however, fluoroscopy was performed and there was no identifiable fracture. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information provided stated that this ra lead was changed out due to the high impedances and no atrial capture. This lead was successfully replaced. Approximately 42 months later, the device was electively explanted due to an upgrade. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed through analysis testing.